Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s battery depleted normally and the lead wires ¿had come loose.¿ as such, they ¿needed to go in and repair that.¿ the patient had reportedly been having back pain that continued to get worse. The patient had two epidurals that had not helped her pain. The reporter inquired if it could have been the loose lead wires that were causing the patient's back pain. It was noted that the patient was ¿doubled over and could hardly walk.¿ stimulation had not worked for the patient for some time. It was noted that the patient was scheduled for an appointment with her healthcare provider later during the day of the report. It was later reported that impedance tests were performed and the numbers were ¿inconsistent¿ with the parameters of a normal lead. No attempts were made to reprogram and no x-rays were taken prior to surgery. It was determined during follow-up surgery that the original lead was placed in s4. The reporter indicated that the lead was not loose, but was rather placed poorly in the incorrect foramen. It was determined by the patient¿s healthcare provider not to be causing any of the patient¿s pain. The patient¿s system was replaced on (B)(6) 2013 and she was doing ¿exceptionally well.¿

Manufacturer narrative:
Concomitant product: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID neu_unknown_lead, lot # uk6151380, implanted: (B)(6) 2007, product type lead. (B)(4).